Manufacturer narrative:
The device was not returned to saluda. A root cause of the inadequate pain relief could not be definitively determined. It was observed that the previously implanted leads were within close proximity of each other. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result."

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. X-rays did not identify lead migration. Reprogramming was unsuccessful in restoring adequate therapy. A lead revision was performed during which one (1) lead was replaced and therapy was restored.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.